Event description:
It was reported that stent dislodgement occurred. A 2.50 x 16mm synergy xd drug-eluting stent was selected for treatment. However, the stent fell off from the balloon delivery system before going into the patient body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.